Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was readmitted with an embolic cva with presumed pump thrombosis and ldh 1300 range. She opted for hospice and was released back to her nursing home where she expired on (B)(6) 2020 after patient self disconnected for over 5 minutes. No further information was provided.

Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined. The center reported that the patient was readmitted on (B)(6)2020, due to embolic cva and ldh elevated to 1300. The patient had been made dnr status during a prior admission and elected for hospice care. The patient was released to the nursing home and expired on (B)(6) 2020. Cause of death was reported to be the embolic cva with presumed pump thrombosis, due to the patient disconnecting the driveline back on (B)(6) 2019 (reported under MFR#: 2916596-2019-06048). The pump was not explanted for evaluation. The hmii IFU lists stroke, device thrombosis, and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.